Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported improper or incorrect procedure or method - use after expiration appears to be related to user error. In this case, it is likely that the reported issue is due to failure to review the product labeling for expiration date before use. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 h6: codes 4118, 3233, and 11 no longer apply. A partial UDI was provided as the lot number is not known.

Event description:
It was reported that a 200 cm exchange catheter straight tip vipercath was used during radial access angiogram on lower left extremity. Thrombectomy and coronary artery bypass graft surgery (CABG) were performed using the vipercath. After the procedure while scanning the vipercath, it was found it was used past the expiration date. The patient was stable.

Event description:
It was reported that a 200 cm exchange catheter straight tip vipercath was used during radial access angiogram on lower left extremity. Thrombectomy and coronary artery bypass graft surgery (CABG) were performed using the vipercath. After the procedure while scanning the vipercath, it was found it was used past the expiration date. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. A partial UDI was provided as the lot number is not known.